Event description:
Sorin group received a report tha the stockert centrifugal pump stopped and displayed an error during a procedure. The clinician switched to a back up pump in order to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is listed on behalf of sorin group (B)(4). Sorin group received a report that the stockert centrifugal pump stopped and displayed an error during a procedure. The clinician switched to a back up pump in order to complete the procedure. A sorin group service engineer was dispatched to troubleshoot the machine. During testing, the engineer was able to reproduce the failure. The problem was isolated to the shaft angle encoder and after replacement, the device ran properly with no further problems. Based on the actions performed by the engineer, the decision was made to return the pump to service. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.